Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The surgeon found that the needle was not attached to the suture inside the foil. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: one open foil pack containing needle and suture in a separate condition were returned for evaluation. The sample was inspected visually and swage marks were observed on the needle. The sample was inspected for any swaging related defects but no such defects were observed. Conclusion: representative samples were evaluated. The samples were opened and inspected visually, no damage or swaging related defects were observed in these samples and the needles were attached to the sutures. The samples were tested for needle pull and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.